Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, bags under one of the eyes/oedema (injection site edema) was deemed to meet serious injury criteria of causing permanent damage. The device history record for radiesse lot number: 100119911 was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. No nonconformances were noted that would have contributed to this event.

Event description:
This consumer report was received from a spanish consumer and concerns a female patient (herself). She was injected with radiesse® into the cheeks and threads on the jaw, to decrease flaccidity, in (B)(6) 2019. The patient tended to develop bags under the eyes. In 2019, approximately four months after the radiesse® treatment, the patient developed a little bag under one of her eyes. The patient reported that, compared to previous times, this time the bag was bigger and only in one of the eyes. The outcome of the event was reported as not resolved. Follow-up information was received on 27-jan-2020: the patient was injected with radiesse® (reported as radiesse® volume advantage injectable). Batch number was reported as 100119911 (expiry date: 05/2021), end of (B)(6) 2019. A lot search in the global safety database was conducted. The patient was previously treated into the threads in the jaw, to decrease flaccidity. The patient informed that she contacted another physician and was going to be injected with hyaluronidase in order to treat the problem. The outcome of the event remained unchanged. In the opinion of the reporter, the event was not related to radiesse®. The reporter causality was therefore changed from reasonable possibility to not related. Case closure dated on 24-jun-2020: no further information could be obtained, and the case was closed. If any significant new information is received, the case will be reopened. Follow-up information was received on 17-oct-2022: this case was upgraded to serious. The event term bags under one of the eyes was amended to bags under one of the eyes/oedema, and the coding remained unchanged. The batch record review was received and the lot number for radiesse was confirmed as 100119911 (expiry date: 05/2021). The patient developed oedema, and one physician said that this was due to ageing. As reported, she aged three months very quickly. The patient visited many physicians who said that they did not know the diagnosis, but they did not know how to solve the problem with radiesse, because there was no scientific documentation to support it. One physician told her to improve her skin condition with morpheus rmn (as reported) and lymphatic drainage. The physician did a massage instead of drainage, and when they put pressure on the bone it caused a huge oedema. The outcome of the event remained unchanged. Due to the provided information, the event was considered as permanent.

Event description:
Follow-up information was received on 16-nov-2022: the event problem in her lymphatic system was added. According to the patient, the problem occurred three and a half years ago. She still had it because it caused a problem in her lymphatic system. She had to do lymphatic drainage because it was the only thing she was able to do. She was going to do 5 sessions of morpheus, to improve that area. The outcome of the event problem in her lymphatic system was reported as not resolved. The outcome of the event bags under one of the eyes/oedema was left unchanged.